Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 22 days postoperative to treatment of ruptured left achilles tendon, the patient's wound became red and swollen. During this period, the patient was given treatments such as dressing changes. On (B)(4) 2021, the wound was swollen obviously, accompanied by tenderness, and the movement of the right foot was limited. He came to the hospital for surgery to loosen the right achilles tendon and removed the suture. The event led to prolonged recovery.